Event description:
A low readings issue was reported with the abbott diabetes care (adc) device. The customer received unspecified low readings obtained on the adc device and consumed lunch and chocolate as treatment, however, after observing no increase to their glucose levels emergency services were called. Upon their arrival, a healthcare professional (hcp) meter reading of 40 mmol/l was obtained in comparison to a reading of 2.1 mmol/l obtained on the adc device. The results, when plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. It is unknown whether the customer noted a trend arrow on the device and the length of sensor wear was unknown. The customer was transported to the hospital and received hcp administration of an unspecified drip infusion intended to lower their blood glucose levels due for treatment of a hyperglycemia diagnosis. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed on the sensor patch. Extracted data from the returned sensor using approved software. Burn marks on the battery through the sensor casing was observed. The sensor was found to be in sensor state 6 (indicating early termination). Sensor state 6 with a event logs 21 is an indication that the sensor had terminated due to an error. The observed event logs correspond with a brownout reset which indicates an issue with the power circuitry. An extended investigation was performed. Visual inspection has been performed on the returned sensor and burn marks was observed. Returned sensor was de-cased and burn marks on the sensor battery housing and corrosion on the pcba (printed circuit board assembly) was observed. It was determined that damage to the sensor was consistent with the sensor being exposed to liquid and then to a strong magnetic field such as a microwave oven. The sensor battery cannot produce enough current to cause this damage. The battery was measured to be not within specification. Therefore, issue is not confirmed to use due to misuse of the sensor. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the abbott diabetes care (adc) device. The customer received unspecified low readings obtained on the adc device and consumed lunch and chocolate as treatment, however, after observing no increase to their glucose levels emergency services were called. Upon their arrival, a healthcare professional (hcp) meter reading of 40 mmol/l was obtained in comparison to a reading of 2.1 mmol/l obtained on the adc device. The results, when plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. It is unknown whether the customer noted a trend arrow on the device and the length of sensor wear was unknown. The customer was transported to the hospital and received hcp administration of an unspecified drip infusion intended to lower their blood glucose levels due for treatment of a hyperglycemia diagnosis. There was no report of death or permanent impairment associated with this event.

Event description:
A low readings issue was reported with the abbott diabetes care (adc) device. The customer received unspecified low readings obtained on the adc device and consumed lunch and chocolate as treatment, however, after observing no increase to their glucose levels emergency services were called. Upon their arrival, a healthcare professional (hcp) meter reading of 40 mmol/l was obtained in comparison to a reading of 2.1 mmol/l obtained on the adc device. The results, when plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. It is unknown whether the customer noted a trend arrow on the device and the length of sensor wear was unknown. The customer was transported to the hospital and received hcp administration of an unspecified drip infusion intended to lower their blood glucose levels due for treatment of a hyperglycemia diagnosis. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time, the product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed on the sensor patch. Extracted data from the returned sensor using approved software. Burn marks on the battery through the sensor casing was observed. The sensor was found to be in sensor state 6 (indicating early termination). Sensor state 6 with an event logs 21 is an indication that the sensor had terminated due to an error. The observed event logs correspond with a brownout reset which indicates an issue with the power circuitry. An extended investigation was performed. Visual inspection has been performed on the returned sensor and burn marks was observed through the sensor casing. The initial scan was reviewed and observed sensor state is 6 (indicating early termination). The returned battery voltage was measured which was not within specification range. The returned sensor was re-programed and attempted to clean the pcba (printed circuit board assembly). Error message was observed while re-programming. Sensor went back to state 6 with event 21 (brown out reset) which prevented the returned sensor from re-programming. The observed contamination could have prevented the sensor from being reprogramming resulting in the observed error code and unable to continue the functionality testing. Therefore, this issue is unable to test. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device this serves as a correction report. Section h11 (additional mfg narrative) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the abbott diabetes care (adc) device. The customer received unspecified low readings obtained on the adc device and consumed lunch and chocolate as treatment, however, after observing no increase to their glucose levels emergency services were called. Upon their arrival, a healthcare professional (hcp) meter reading of 40 mmol/l was obtained in comparison to a reading of 2.1 mmol/l obtained on the adc device. The results, when plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. It is unknown whether the customer noted a trend arrow on the device and the length of sensor wear was unknown. The customer was transported to the hospital and received hcp administration of an unspecified drip infusion intended to lower their blood glucose levels due for treatment of a hyperglycemia diagnosis. There was no report of death or permanent impairment associated with this event.